Event description:
Fluid leak from filter reported. A pt was receiving an unspecified IV solution at an unspecified rate via tubing and pump. The IV fluid was found leaking from the filter, with an unspecified large amount of IV fluid found under the filter. The initial estimate of the injury was described as none. The attending physician was informed and the IV rate was increased to 10cc/hr, and electrolytes were ordered for morning. There was no info on what the electrolyte results were. Add'l info rec'd stated that the electrolyte results indicated that the pt was not affected by the incident. No further info was available.